Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that a cardiosave intra-aortic balloon pump (iabp) had blood back. No patient harm or injury reported.

Event description:
N/a

Manufacturer narrative:
Updated fields: a2, a3, a4, b4, e1, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and the failure observed by end user blood in extension tubing and balloon ruptured. Tested cardiosave and observed slight blood contamination at patient side of safety disk. Performed all manifold leak test and failed pim leak test and drive vacuum leak test replaced pneumatic module assembly (0997-00-1178) and corrected leak failure to pim and drive vacuum leak test. Performed 30 psi calibration. Unit passed all functional and safety tests per factory specifications, returned to customer.